Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl. Customer¿s blood glucose level was 113mg/dl that afternoon. The customer declines troubleshoot for low blood glucose. Customer stated that in the past event no delivery alarm was occurred but did not occur during manual prime and no delivery alarm was resolved by changing complete set. The product was not returned for analysis.